Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during flushing the lumen before inserting via the guidewire, it was observed that the third lumen was not open and cannot be flushed (not patent), so the customer cannot use that catheter. There was no leak and no luer adapter issue. There was no damage to the outer packaging and inner packaging of the reported product. The sterile barrier was intact. Flushing was done prior to use and the result was the lumen was ¿clogged¿. Besides the reported issue there were no other visible defects/damages found on the product at the time of the event. The cleaning agent used on the device was octeniderm. Tego was not utilized. There were no other products utilized with the device. There was no excessive force used on the device. The reported product did not come in contact with a patient. The procedure was completed with another catheter of the same lot. There was no blood loss and blood transfusion was not required. There was no reported patient injury.